Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing the instrument, a little pin fell out of the stapler and the stapler was unable to fire. A new instrument was opened and the procedure was completed without further delay. The patient was alive with no injury.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument handle would return to its initial position when the handle is actuated the first time. The instrument could be cycled without pressing the green firing button. The grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.